Event description:
Pt had three emergency medical ambulance visits in three days (with most recent occurring 2 days after reported event date) due to hypoglycemia events. In all three cases, the pt refused to go to the hospital, but was treated by the paramedic (type of treatment was not specified).